Event description:
Dislodgement of indwelling central venous catheter (broviac) in this child with parenteral nutrition-associated liver disease and short bowel syndrome who awaits liver/pancreas/intestinal transplantation. No other pathological findings on examination. Broviac catheter replaced on the above-referenced date without incident. Hospitalization not required, and omegaven therapy not interrupted. Diagnosis for use: intestinal failure-associated, liver disease.